Event description:
The patient underwent cardiac surgery in 2005 at another institution. During the procedure, the wire guide separated and a portion of the wire guide remained in the patient'w groin area. The separated segment appears to be 6-7cm in length.